Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reported that their ins was replaced w/ a new pain stimulator. Pss asked, and the pt stated that it was replaced due to the pt not charging the previous ins correctly. Pt reported that the previous ins died faster than it should have. Pt reported that the ins needed to be replaced because the "battery died". Pt reported the previous ins wasn't charging anymore or coming on to be charged. Pss asked for an event date, and the pt stated that the issue occurred about 4 months before their implant date of their current ins (year valid). No patient symptoms were reported.